Manufacturer narrative:
One infusion device was returned for evaluation. Visual inspection found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device was powered up and noted to have had error code 46822, confirming the reported customer complaint. The problem source has been determined to be a result of a faulty main board, which was then replaced. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical ambulatory infusion cadd solis vip pump had error code 46822. No patient involvement.